Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was noise noted on the atrial lead leading to auto mode switch (ams) episodes. Additional information was not reported.